Manufacturer narrative:
This is a supplemental report for MFR report # 8010047-2020-02957 to provide device evaluation results. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. Based upon the previous similar case, omsc concluded that the pressure sensor on the main circuit board of the subject device was damaged accidentally. Also, the manufacturer of the pressure sensor had concluded previously that the accidental failure in the manufacturing process had been able to cause the damage of the pressure sensor and its incidence had be rare. Furthermore the manufacturer had already improved the manufacturing process to decrease the incidence of failure further. The damaged pressure sensor in this case was manufactured before the improvement. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The instruction manual of the subject device states the corresponding method in case of an abnormality.

Manufacturer narrative:
The subject device has not returned to olympus medical systems corp. (Omsc) for evaluation. There were no further details provided. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that in unspecified timing the all leds of the front panel of the subject device did not light up. Other detailed information was not provided. There was no report of patient injury associated with the event.